Manufacturer narrative:
Device manufacture date : device manufacture date (B)(6) 2017. Device evaluation: product was not evaluated. The reported complaint was not confirmed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
(B)(6). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
During a cataract procedure, a capsular tear occurred when using the signature pro phacofragmentation unit. As a result of the capsular tear, a secondary surgery was necessary in order to implant the intraocular lens. The surgeon stated there was no issues with the operation of the phaco unit and the disposable. The surgeon¿s comments were of signature pro has worked very well, and there were no issues. The patient had anatomical condition of the eye and the patient had made several sudden eye movements during the procedure that caused the event.